Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6 implantable collamer lens of -12.00/2.0/124 (sphere/cylinder axis) into the patient's left eye (os) on (B)(6)2022 . Low vault was observed. The lens remains implanted. Cause reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation type : lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).